Event description:
Additional information was received from a healthcare professional (hcp). The hcp responded to the questions asked regarding the event by providing the patient's full records. A follow-up report from a patient visit on (B)(6) 2025 was attached. Within this visitation, it was noted that the patient has been living with a [company] device since 2023 and their device's battery is currently low and patient reports it has not been significantly beneficial. It was reported that, initially, the device provided some relief, but its effectiveness has diminished over time. A remote test conducted by [company] representative revealed that the battery was weak. Patient does not recall if a test lead was used during the initial procedure. Patient contacted the company, who advised the patient to consult with their urologist. Patient experiences symptoms of overactive bladder, including occasional leakage and rapid saturation of pads. The hcp indicated that they "suspect the old lead was not in good place as it drained the battery in only 2 years." The h cp also attached a patient visit report from the day of explant ((B)(6) 2025) where it was indicated that the patient arrived for an explant/replacement procedure of the device. The description of the procedure included "this is a patient who has significant urgency incontinence. [Patient] responded well to a [company] device and has elected to have 1 replaced as it has stopped working given the fact that the battery has run out of charge. Informed consent was obtained for a remove and replace procedure." The patient records detailed the procedure and indicated that there was excellent placement of the new lead with all floor channels exhibiting excellent motor response at low voltage. There was also "good placement of the battery" and "normal impedances" noted. It was noted that the previous lead was removed in its entirety.

Manufacturer narrative:
Continuation of d10: product ID 978b1 lot# unknown serial# implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was replaced because it stopped working. The patient said they could feel no stimulation at the highest level.